Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x10 alarm during operation, indicating a reset caused by sawcop expiration. No damages or deficiencies were observed that would contribute to the reported events. The pod was reset and rerun without issues. Investigation of the pod found no evidence of the reported thermal event and toxin exposure. The exact cause of the 0x10 reset alarm could not be conclusively determined.

Event description:
It was reported by the patient that they smelled burning coming from the pod. The pod was worn less than 1 hour on the abdomen. The patient was able to remove the pod and activate a new one. No injuries were reported.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.